Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject: (B)(6). Clinical adverse event received for abnormal x-ray, metal artifact seen at trochlear groove. Locking bolt on the femoral component had broken and fell out of the intercondylar notch. Event is serious and is considered severe. Event is definitely related to device and not related to procedure. Treatment includes revision of the femoral and insert components. Doi: (B)(6) 2013; doe: (B)(6) 2015; dor: (B)(6) 2015; (right knee).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.